Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) history is as follows: time, bg (mmol/l), (mg/dl): 11:00 am, 9.9, 178. 3:00 pm, 12.5, 225. 5:00 pm, 19.3, 348. 5:45 pm, 28, 505. The pod was removed and he was able to activate a new pod. He was taken to the hospital with bg reading at 20.1 mmol/l (362 mg/dl) and they gave him a bolus of 2.7 units of insulin and two hours later his bg lowered to 10 mmol/l (180 mg/dl). He was then sent home. The pod was worn between 1 and 4 hours on the arm.